Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017: tandem technical support confirmed the "cartridge errors" the customer received were cartridge alarms (cartridge alarm 19). Device not returned.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred when the user attempted to load multiple new cartridges. The customer¿s blood glucose (bg) level was not impacted. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.